Manufacturer narrative:
(B)(4).

Event description:
It was reported "sheath removed 9/5, cvc remained insitu. Post removal noted to have crystalloid returning up sheath tract. Proximal central line lumen not aspirating. Flushing proximal lumen with saline caused increasing extravasation. Unclear if proximal lumen dislodged at time of sheath removal. Associated with local haematoma of neck. No vasopressors or cytotoxic substances administer in this lumen in last 24/24, today tazocin running at time of extravasation." The patient's current condition is reported as "unknown".

Event description:
It was reported "sheath removed (B)(6), cvc remained insitu. Post removal noted to have crystalloid returning up sheath tract. Proximal central line lumen not aspirating. Flushing proximal lumen with saline caused increasing extravasation. Unclear if proximal lumen dislodged at time of sheath removal. Associated with local haematoma of neck. No vasopressors or cytotoxic substances administer in this lumen in last 24/24, today tazocin running at time of extravasation." The patient's current condition is reported as "unknown".

Manufacturer narrative:
(B)(4). The customer returned one, 4-lumen cvc for analysis. Signs of use in the form of biological material were observed on the catheter body and within the extension lines. Sutures were also present on the juncture hub wings and the catheter clamp. Visual analysis did not reveal any obvious defects or anomalies of any kind. The catheter body measured 220mm, which is within the specification limits of 207mm - 227mm per the catheter product drawing. The outer diameter of the catheter body measured 2.93mm, which is within the specification limits of 2.87mm - 2.97mm per the catheter extrusion product drawing. A lab inventory syringe filled with water was attached to the proximal extension line and flushed. No resistance or blockages were observed as the line flushed as intended. The other three lines were also flushed as intended. No defects or anomalies were observed. Performed per IFU statement, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." A long pin gage was inserted through the proximal skive hole. No resistance was encountered as the gage was able to pass completely through the lumen. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The report of a blocked extension line was not able to be confirmed by complaint investigation. The sample met all relevant visual, dimensional, and functional requirements, and a device history record review based on a potential lot from sales history did not reveal any relevant findings. Each extension line flushed as expected during lab testing of the returned device. Based on the customer report and the sample received, no problem was found with the returned device. Teleflex will continue to monitor and trend for reports of this nature.